Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the erbe shutdown and would not power back on. The customer pressed the power switch but it was a white screen and then powered off again. The customer reseated the power cord but the issue persisted. The customer swapped to another esu to continue the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using the backup esu. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) generator was analyzed and the reported failure was confirmed and reproduced. Upon visual inspection the unit seems to be in good condition just minimal scratches on the top cover. The complaint was confirmed based on the failure analysis.